Event description:
In (B)(6) 2015, the surgeon performed a right side si joint arthrodesis on the patient placing three ifuse implants. Three days following the procedure, the patient presented with shortness of breath. A work-up showed that the patient had suffered a pe. The patient was treated with anticoagulants and was released home after a few days. The patient has no permanent sequelae from the event.

Manufacturer narrative:
Based on the information provided, review of surgical technique guide, IFU and certificates of analysis, the most probable root cause for the pulmonary embolism is the surgical procedure. Part numbers, lot numbers, manufacturing dates and expiration dates: ifuse implant, p/n (B)(4), lot# i0a72, manufactured 08/28/14, expires 2019-08 ifuse implant, p/n(B)(4), lot# i0a20, manufactured 08/22/14, expires 2019-06 ifuse implant, p/n (B)(4), lot# i0a20, manufactured 08/22/14, expires 2019-06